Event description:
It was reported that the device had a ripped downstream occlusion (dso) seal and damaged battery compartment. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported issue was confirmed through visual inspection. The downstream occlusion (dso) seal was delaminated, and the battery compartment was damaged. The cause was unknown. Replaced the dso seal and battery compartment. Further investigation found the upstream occlusion (uso) seal was delaminated and replaced. The device passed all functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.